Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose levels was performed. Customer advised each time they delivered a bolus their blood glucose levels continued to rise. Customer advised the auto mode feature was active and automatically adjusted insulin delivery. Customer was advised to remove reservoir, rewind, reinsert and run load reservoir/fill tubing with current infusion set. Customer advised insulin did exit properly. Customer performed the displacement test successfully. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions.